Event description:
This event was reported by the hospital on feb 10, 2006 following an internal chart review. The patient's history suggested it had a positive culture of burkholdia pickettii. The chart review uncovered a written order by the physician to "wean to vapotherm". The hospital notified vapotherm it would be filing a medwatch report. Vapotherm began investigating this complaint on 2/10/2006. Hospital reported the complaint to vapotherm.